Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer will see if his battery life does any better, she he needs a reliable pump and nothing has change is his intake. The customer received battery cap today. The customer was advised the alarm bad battery or weak battery and if weak battery he can still use them.